Event description:
Healthcare professional reported rupture. The device status and affected side are unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, left side ¿rupture¿. ¿pain¿, ¿deformation (diagnosed on ultrasound), ¿sensibility¿, ¿bilateral reactive lymph nodes¿, ¿fibrocystic breast¿, ¿suspicious fluid collection¿. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma and lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture broken observed on radius side assessed as surgical damage. ¿ pain: unable to observe as it is a medical event not related to the device. ¿ deformation: no observed. ¿ lymphadenopathy: unable to observe as it is a medical event not related to the device. ¿ seroma-late: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases were observed. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d9, e1, h3, h6.

Event description:
Healthcare professional reported left side ¿rupture¿, ¿pain¿, ¿deformation (diagnosed on ultrasound), ¿sensibility¿, ¿bilateral reactive lymph nodes¿, ¿fibrocystic breast¿, ¿suspicious fluid collection¿. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to confirm as it is a medical event not related to the device. Deformation: unable to confirm as it is a medical event not related to the device. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.